Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 toggle switch would not release activation. When the user let go, it would stay on and smoke. This started after the third activation and continue almost every time the reported kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the jaws were burnt. There was some evidence of blood. The device was tested for deactivation after releasing the toggle. The device did not always fully deactivate when the tool was in the straight position. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. Based upon the observation of the toggle not releasing activation, the reported complaint for "toggle sticking" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).